Event description:
In 1984 the patient had placed silicone breast implants after a bilateral subcutaneous mastectomy in 1984. She had multiple complications with the implants; infections and contractures. In 1988 she developed systemic symptoms of fatigue. Short-term memory loss, headaches, chills, dry eyes and night sweats. She developed asthma three years ago and uses ventolin inhaler. She is hypertensive and continues to suffer from chronic fatigue. She had breast implants replaced with implants in september, 1990. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. The implants ere double-lumen, textured implants. Both implants were intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.